Manufacturer narrative:
The pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at 0.08690 inches. No power error or unexpected replace battery now alarms noted during testing or in the history file. However, unexpected low battery alarm noted in the history file and power management graph shows abnormal behavior. Unable to determine the root cause of the low battery alarm and the abnormal behavior on the power management graph due to pump preservation. The pump was received with scratched case, cracked retainer, pillowing keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer passed away at home. The cause of death was high blood glucose and ketoacidosis per the autopsy. The autopsy also showed the customer received battery alarms and an unnamed pump error which shut down the pump. The pump seemed to have given the correct alarms and no pump issues are suspected. The caller stated that the customer had no illnesses that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller agreed to return the insulin pump for analysis. The pump had unexpected low battery alarm noted in the history file, and the power management graph shows abnormal behavior.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0958-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. No power error or unexpected replace battery now alarms noted during testing or in the history file. However, unexpected low battery alarm noted in the history file and power management graph shows abnormal behavior. Unable to determine the root cause of the low battery alarm and the abnormal behavior on the power management graph due to pump preservation. Device was received with scratched case, cracked retainer, pillowing keypad overlay, and minor scratched lcd window.